Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent an electrical test. It was established that the device could no longer be interrogated. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected in the process. The electronic module was then connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The study of the current uptake of the electronic module, in particular, turned out to be inconspicuous. The battery was returned to the battery manufacturer for an extensive analysis. The production documents of the battery were reviewed and proved that there had been no deviation of the battery parameters from the specified values during the manufacturing process. The battery was opened and visually inspected. The visual inspection found a damaged insulation. This damage enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation was the result of increased self-discharge of the battery. The electronic module proved to be free of defects.

Event description:
It was reported that approx. 47 months after the implantation, the patient experienced a feeling of discomfort and poor resilience and presented himself at the clinic. The ICD showed a battery depletion and an error message. According to the doctor, there was an increased pacing threshold and the pulse amplitude was programmed with 5.0v at 1.5ms. The device was explanted.